Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, during deployment, the suture was not attached to the needle and a cuff miss occurred. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive cause for the reported cuff miss. A cuff miss can be influenced by, but is not limited to, manufacturing, patient anatomical conditions and/or user technique. During manufacturing, all devices undergo a variety of cuff, link, suture and needle-related inspections. In addition, a sample of devices from each lot are functionally tested. A cuff miss can be caused by tissue being too thick and certain anatomical conditions, such as heavily calcified arteries or scar tissue. A failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, rotating or rocking the device, and/or not depressing the black plunger to contact the body may also contribute to a cuff miss. There was no report of any abnormal user technique. Based on the reported information and the inspection criteria, a definitive cause for the reported cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of product quality deficiency.